Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/31/2014. The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in halves. The conditions observed could be a consequence of the explant process and not manufacturing related. Loose particles were observed on lens surfaces compatible with handling the lens. Due to conditions of the returned sample lens, no further analysis could be performed. Based on the investigation, no manufacturing cosmetic defects were confirmed. The condition observed in the returned lens could be associated with lens that has been explanted during the surgical procedure and has been indicated as operational. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer's report were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) implanted in the patient's left eye decentered nasally at the post operative check. The repositioned iol remained too nasal. The iol was exchanged later the same day. The patient went back to the operating room and a three (3) piece acrylic iol was used in the sulcus. An incision enlargement was performed. No patient injury was reported. No further information was reported.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.